Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional hernia repair with mesh. She had revision surgery 2 years and 9 months post-surgery. The patient experienced multiple surgical revisions, recurrent hernia, and abscess.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia repair with mesh. It was reported that after implant, the patient experienced recurrent hernia, and abscess. Post-operative patient treatment included revision surgery, repair of recurrent hernia, bowel resection and placement of new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia repair with mesh. It was reported that after implant, the patient experienced recurrence, pain, scarring, fascia wall thinning, adhesions, and abscess. Post-operative patient treatment included revision surgery, repair of recurrent hernia, large bowel stoma revision with large bowel resection, and placement of new mesh.